Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed and the sutures were loose indicating the needles had been backed down during use. The green suture had been cut but the white sutures were intact. The face of the barrel was examined and a needle strike mark was detected outside of the needle slot of the barrel. These findings are consistent with and confirm the reported experience of one needle came out of the rail and it was bent. The witness mark of the needle striking the barrel face indicates the needle was deflected during deployment causing it to miss the needle slots and strike the barrel stopping deployment. During testing needle deployment was completed and the needles with remaining sutures were harvested. Needle deflection during use can be influenced by but not limited to: manufacturing, deploying the device at an angle greater than 45 degrees, deployment in patients with challenging anatomical conditions such as a calcified or scarred access site or tortuous paths can also affect needle deployment during use. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The report of the access site being mildly calcified is consistent with possible causes for this type of event. Based on the investigation and the reported information, the reported difficulties experienced during the procedure, and subsequent failure to achieve hemostasis with this device, appear to be related to the operational context during use of the device. There was no indication of a product quality issue detected during the investigation. A review of the finished device history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy closure of a mildly calcified right common femoral artery after an aortic valve replacement interventional procedure. The physician noted, using fluoroscopy, that one needle came out of the rail and it was bent. The physician got the impression that this occurred due to the lesion being mildly calcified. The prostar xl device was removed from the anatomy and another prostar xl device was used successfully without further consequences to the patient. Though requested, no additional information was provided.